Manufacturer narrative:
Results of retain testing by quality assurance were satisfactory. There have been no similar complaints for this lot of cells. Customer does not have additional sample to send to ocd or mts for evaluation.